Event description:
The customer reported the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system generated no-value, indeterminate (ind) flagged troponin I (accutni+3) results for three patients samples. The results were not reportable and there was no change to patient treatment in connection with this event. The customer did not provide the sample nor patient information. Quality control recovery data confirmed that quality control was recovering within customer established ranges. System check failed due to a high washed coefficient variation (%cv) and a relative light unit (rlu) flag in the substrate portion.

Manufacturer narrative:
Service was not dispatched. A beckman coulter (bec) customer technical support (cts) guided customer to troubleshoot the issue and determined that the fittings on the top of the substrate caps were loose. The cts advised the customer to tighten the fitting. The customer verified system performance with a passing system check and was instructed to repeat all patient samples that generated ind-flagged results.